Event description:
The customer alleged that she received high blood glucose readings using her breeze2 meter. While troubleshooting, it was discovered the customer's meter was missing segments. The customer did not seem to be aware of the missing segments, but no adverse events were alleged. The meter is to be returned for eval. A replacement meter was sent to the customer.